Event description:
Boston scientific received information that on day post implant the right atrial (ra) lead exhibited loss of capture and no sensing. It was noted that the lead was pacing into the ventricle. The lead was successfully repositioned due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.